Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient male and (B)(6), did v-p surgery on (B)(6) 2015 on (B)(6) women and children healthcare center with 823832 and 823072. The initial pressure of programmer was 80mm water. The baby was crying. The surgeon adjusted pressure as 70mm. The emotion of baby didn't change better. CT test indicated that the ventricle enlarged obviously. It was suspected as occlusion of programmer. The patient accepted revision surgery on (B)(6) 2015. The surgeon changed the new programmer. Now the emotion of baby is stable. More information will be updated if available

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected: biological debris was noted inside the valve and the cam position was not visible, as well as a cut / tear in the silicone housing by the small black arrow. It was not possible to irrigate the valve due to the damage silicone housing. It was not possible to program or pressure test the valve due to the biological debris and the damage in the silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering the valve mechanism. Review of the history device records confirmed the valve product code 82-3832 with lot crcczv, conformed to the specifications when released to stock on the 2nd april 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot crnb45, conformed to the specifications when released to stock on the 24th november 2014. The root cause of the problem reported by the customer is due to biological debris covering the valve mechanism. The root cause for the cut / tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicon. As noted in the IFU silicon has a low tear/cut resistance. This however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.